Manufacturer narrative:
(B)(4). The reported complaint of "balloon can not inflate completely" was confirmed by visual inspection of the customer supplied video. The observed crossover leak and blood within the helium pathway are indicative of damage to the central lumen, which can result in inc omplete inflation. Full complaint verification testing could not be performed as no sample was returned for analysis. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).